Event description:
It was reported that during the implant procedure, the lead insulation would buckle or bunch up while advancing the lead through the introducer. Additionally, while placing the atrial lead, the ventricular lead dislodged. The physician attempted to reposition the lead, but was unable to as the two leads were sticking together. The physician completely removed the ventricular lead, and was then able to reposition it. The leads remain in use. The physician indicated that these experiences have occurred before with the use of these leads, and expressed dissatisfaction regarding the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.